Event description:
It was reported that the user experienced frequent low glucose events last recorded at 59 mg/dl while using the ilet and was frequently pausing the pump to manage hypoglycemia, leading to reduced confidence in pump efficacy; the user performed a factory reset with agent assistance and was awaiting dexcom g7 continuous glucose monitor (cgm) readings to complete setup, and the user used oral glucose to treat lows. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component involvement. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.